Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. Regarding other customer complaints from this same issue, a (B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by r & d). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the humidifier adaptor was not able to connect with the oxygen flowmeter.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the humidifier adaptor was not able to connect with the oxygen flowmeter.

Manufacturer narrative:
(B)(4). Lot# was corrected to 068157. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch # (B)(4) during the manufacture of the material. The sample was not returned; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the humidifier adaptor was not able to connect with the oxygen flowmeter.